Event description:
It was reported that the shock lead impedance had been slowly increasing and reached a value of 143 ohms. Technical services recommended considering a commanded shock to evaluate system integrity. All other lead measurements were within normal limits. This right ventricular lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that the shock lead impedance had been slowly increasing and reached a value of 143 ohms. Technical services recommended considering a commanded shock to evaluate system integrity. All other lead measurements were within normal limits. This right ventricular lead remains in service and no adverse patient effects were reported. It was additionally reported that the rv lead was explanted and replaced due to shock impedance of 145 ohms. No additional adverse patient effects were reported.